Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed nodules and tumors in the parotid gland. The details of the medical intervention that the patient required are currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows: the manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed nodules and tumors in the parotid gland and dry throat. There is no report of the medical intervention. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous report.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects: clinical codes and health effects - impact code was corrected.

Manufacturer narrative:
In the previous report, MDR 2518422-2021-03037-2, manufacturer missed to capture health effect clinical code in h6 and it is updated in this report. Section h6 health effect- clinical code has been updated in this report.